Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose results. Wife is calling on behalf of the customer. The customer is concerned with results obtained of 62mg/dl fasting and 518mg/dl (non -fasting). The expected fasting blood glucose test result range is 80-150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 92 and 92 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/17/2018 and open vial date is 1/20/18. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6).